Event description:
Crack in the huber needle extension set, at the distal end. This is the second time we have noted a crack. Presumably the crack has occurred when nursing staff has flushed the line and put on a cap; pts have returned to our office for further therapy and crack noted at that time.